Manufacturer narrative:
Medical devices continued: 507652 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital, and there was a spike to high impedance measurements with the right ventricular (rv) lead. A lead fracture was suspected, and the lead was capped and replaced. No patient complications have been reported as a result of this event.